Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Seven days after the event onset, the patient passed away. The cause of death was due to sepsis. It was not reported if an autopsy was performed. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.